Event description:
The hospital reported that cuff was pre-tested, the slow leak was not apparent at that time. The valve had a slow leak, which allowed the balloon to deflate and the foley to slide out of position during open heart surgery.